Manufacturer narrative:
W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2022, the patient underwent endovascular treatment of an abdominal aortic aneurysm using a gore® excluder® aaa endoprosthesis and a gore® excluder® iliac branch endoprosthesis. The physician used a kissing-balloon technique to expand the distal gore® excluder® aaa components bilaterally since the patient¿s terminal aorta was narrow. The procedure was completed without any reported issues. On (B)(6) 2022, a follow-up computed tomography scan reportedly showed that the trunk-ipsilateral leg was compressed at the level of the terminal aorta. On (B)(6) 2022, a reintervention procedure was performed whereby the trunk-ipsilateral leg was relined with an additional contralateral leg component. The stent graft stenosis was resolved, and the patient tolerated the procedure.